Event description:
Pt was in persistent ventricular fibrillation. Monitor (1) was attached and delivered defibrillations. Following local protocol, a second monitor was attached with stat padz in order to perform double sequential defibrillation. When the monitor was turned on with the pads connected to the pt monitor screen showed an error message of "paddle fault". Troubleshot all the connections, changes therapy cable and continued to receive the same error message. Double sequential defibrillation was not¿